Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the r/l pulley wire fluid damage, the stay coil broken, the lcb (light carrying bundle) broken, the lcb distal cover glass broken, the suction channel buckled, the angle wire corroded, the control body corroded, the lg connector corroded, the remote control buttons cut, the light guide cable cut, the bending rubber dirty, the distal body worn out, the u/d pulley wire worn out, the segment steel braid rupture, and the root brace rubber (lg control body) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).